Manufacturer narrative:
(B)(4). Potential lot numbers: 71f17m0975, 71f17l0856, 71f17j0154.

Event description:
The customer reports after using the catheter for 2 days, injection site cap of the distal lumen detached from extension line.

Manufacturer narrative:
(B)(4). The customer returned one catheter with a separated distal luer hub for evaluation. The catheter contained signs of use in the form of biological material. The point of separation on the distal extension line and luer hub was rough and jagged, indicating excessive force tore off the hub. The catheter body was also cut. The returned distal line measured to be 92 mm which is within specification. The returned cut catheter body measured to be 273 mm. The lot number was not reported; therefore, a device history record review was performed based on the sales history of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed." The reported complaint of luer hub separation was confirmed by complaint investigation. The returned distal luer hub was detached from the distal extension line. The point of separation was rough and jagged, indicating excessive force pulled the hub off. A device history record review was performed with no relevant findings. Based on the condition of the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports after using the catheter for 2 days, injection site cap of the distal lumen detached from extension line.